Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'alarm volume is very quiet even when set to high' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The cause of the condition was determined to be the speaker connector partially disconnected. A reconnection of the speaker is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had low audio alarm even when set to high. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.